Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The vent history log was reviewed and there was a system fault error. A functional check was performed and the reported issue was unable to be duplicated. Three separate delivery accuracy tests were performed and the pump was slightly over delivering but within the published +/-6% specification. It was recommend that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range. The device also had error codes 41627 and 45630 on the screen display and on the event history log, which indicates a problem with the motor. The motor will be replaced to resolve the issue.

Event description:
Information received a cadd administration set was leaking tpn as result of broken tubing set. This leakage in turned caused electrical failure and incomplete medication administration. Second pump retrieved and tubing set changed out with failure in the middle of the night of leaking, which was retrieved with rice treatment. One pump sent in for maintenance. No patient adverse events reported.